Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient was hospitalized on (B)(6) 2025 due to hyperglycaemia. The blood glucose when admitted to hospital was 380mg/dl. The patient also tested positive for ketones with value of ketones more than 5.0 mmol/l. The site of insertion was arm. The patient was treated with insulin intravenously from the hospital. The length of hospitalization was less than 24 hours. The patient experienced symptoms such as feeling sick, increased thirst and vomiting. No further information available.